Manufacturer narrative:
(B)(4). The (B)(6) submitted a report to philips on behalf of the customer which stated that during a cardiac arrest, the defibrillator was set to 2 joules instead of 150 joules for the first shock. The users corrected the joule setting and the resuscitation effort continued. The involved pt ultimately died. No specific allegation is understood at this time and it is unk whether the customer believes that death was related in any way to the selection of energy for the first shock. We have requested additional information. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The (B)(6) submitted a report to philips on behalf of the customer which stated that during a cardiac arrest, the defibrillator was set to 2 joules instead of 150 joules for the first shock. The users corrected the joule setting and the resuscitation effort continued. The involved pt ultimately died.